Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely calcified arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after 23 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications reported, and the patient was in good condition after the procedure.